Manufacturer narrative:
Device received with high idle current due to corrosion at lcd board. Device passed the rewind, self test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No rewind anomalies noted. The motor was tested outside the device and passed. Device received with intermittent esc and act due to flattened dome switches (no crease). No unlocked lcd keypad connector. No failed battery test alarms were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were hard to push, sticky, and sometimes unresponsive. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that they had to change battery in 3 days. When changing the reservoir, a piece of plastic chip off from the reservoir. The insulin pump was slower to rewind. It was reported that the insulin pump had lost the insulin pump settings or was locked up and became unresponsive. The device will not be returned for analysis.